Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak from the extension set at the connection closest to the male luer. The user states they connect them to the patient's central venous access as a port for medications during pheresis procedures. No patient harm reported.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. Visual inspection showed that the female luer had a 4.6 mm long hairline crack. There were no scratches on the exterior of the female luer but there were stress marks, indicating that there was external force applied to the female luer. Functional testing was performed confirming a leak at the crack. The cause of the leak was a crack on the female luer. The source of the crack is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.